Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the balloon burst when it was inflated with the syringe. It occurred before use on the pt. Another device was used for the surgery. There was no pt harm. Operative time was not extended.

Manufacturer narrative:
(B)(4).